Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 2 years, 5 months. The device was returned for analysis. The investigation is not complete. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient underwent a pump exchange on (B)(6) 2016. The patient experienced hemolysis, heart failure symptoms, and an elevated pump power of 17 watts. A ramp study showed an inability to offload the ventricle and the aortic valve was opening with each heart beat. It was reported that since the time of implant in 2013, the patient had been on and off anticoagulants due to gastrointestinal bleeding events. No additional information was provided.

Manufacturer narrative:
Examination of the returned pump confirmed the presence of thrombus. The pump was returned assembled with the driveline cut approximately 8 inches from the pump housing and the distal portion of the driveline was not returned. Analysis of the outflow elbow revealed no evidence of developed depositions or thrombus formations. Examination of the rotor inlet, upon disassembly of the pump, revealed a thrombus formation within the distal side of the inlet stator. The laminated structure of this thrombus and its areas of denaturation indicate that it likely developed over an undetermined period of time while the pump was supporting the patient. Further analysis of the disassembled pump revealed flat, non-laminated, tissue-like depositions on the body of the rotor. Areas of these depositions were hard and denatured, indicating that they were present while the pump was in use, but may have originally formed elsewhere. Finally, evaluation of the proximal side of the outlet stator revealed a deposition surrounding the bearing ball. This deposition¿s lack of laminated layering indicates that it did not initially form in the outlet stator. While the origin of this deposition could not be determined, the contact marks observed at the distal end of the rotor suggest that it was present while the pump was supporting the patient. Although a specific cause for the development of the observed depositions could not conclusively be determined through this evaluation, they could have contributed to the patient's hemolysis and elevated pump power. Upon removal of the observed depositions, the device was cleaned. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or electrical shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The retrieved data from this testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. The instructions for use lists device thrombosis, hemolysis, right heart failure, and bleeding as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.